Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Procedure: 1st knee revision. Original left pfc total knee replacement was performed on (B)(6) 1994 by dr (B)(6) at (B)(6). On (B)(6) 2002, the tibial spacer was revised due to chronic synovitis, performed by dr (B)(6) at (B)(6). The spacer was exchanged for a size 3 8mm curved spacer. The metal parts remained intact and solidly fixed.

Manufacturer narrative:
Revision surgery notes were provided, however no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes was not provided.based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.